Manufacturer narrative:
According to the customer on (B)(6) 2021 they were ambulating in the backyard with their forearm crutches when, 'he carefully planted both of his crutch tips into the grass when suddenly the right collar on the forearm crutch broke causing him to fall to the ground and strike his right shoulder and head'. The customer experienced 'chronic pain, sleep disturbances, and decreased strength' after the fall. On (B)(6) 2021 the customer had bilateral x-rays performed on his elbows and shoulders and also a CT of the head 'which indicated no acute intracranial injury'. On 04/18/21 an MRI was performed revealing bilateral rotator cuff tears. On (b)(6(eft shoulder arthroscopy with rotator cuff repair was performed requiring physical therapy and post-operative narcotic pain control. On 09/03/21 a right shoulder arthroscopy with rotator cuff repair was performed requiring physical therapy and post-operative narcotic pain control. The customer continued with post-operative physical therapy and pain management therapy after both surgeries were performed. As of the present date 'the customer continues to experience residual and intermittent bilateral shoulder pain and right elbow pain which is dependent on his activities, movement, and motion'. The physical sample is available but was not returned for evaluation and a definitive root cause could not be determined. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2021 they were ambulating in the backyard with their forearm crutches when, 'he carefully planted both of his crutch tips into the grass when suddenly the right collar on the forearm crutch broke causing him to fall to the ground and strike his right shoulder and head'.